Event description:
It was reported the patient had a urinary tract infection (uti). It was unknown when the uti occurred, but it was noted the patient had had frequent uti's for the last 2 years while the device was implanted. The device was checked about 2 weeks ago and everything was "fine" with the leads at that time. The patient was going to call her primary care doctor and work with him. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3093-28, lot# v295464, implanted: 2009 (B)(6), programmer model 3037, serial# (B)(4). (B)(4).

Event description:
Additional information reported indicated that the patient's urinary tract infections (utis) occurred following (B)(6) 2011. The patient's utis become more frequent in (B)(6) 2011. The patient was treated with antibiotics, but it was stated that this action did not help. It was noted that the patient's implant was "in place," per the patient's nurse practitioner. If additional information becomes available, a follow-up report will be sent.